Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the programmer printed very slowly and in spurts after interrogating an implantable device. The hard drive was re-imaged and software was reloaded. It was also noted that the left and right keyboard slide rails were broken and the system fan was noisy. Concomitant products: product ID 2067 radiofrequency head; product ID 229047 analyzer.

Event description:
It was reported that there was a "printer overheating" message on the programmer. The programer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer. (B)(4).